Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not yet been completed. Once the results are available a supplemental report will be submitted with the findings.

Event description:
It was reported that the vig2 monitor, the 70cc2 cable and the swan ganz catheter provided inaccurate cardiac output and continuous cardiac output values. This was during patient monitoring. The cco values were too high for the patient condition, per the anesthesiologist. The numbers displayed were 13 and 15. They realized the numbers were inaccurate. There was no inappropriate patient treatment administered. There was no patient harm or injury. The issue could not be isolated to the vig2 monitor, 70cc2 cable or the swan ganz catheter. Patient demographic information is not available. Refer to submission 2015691-2019-00026 for the sg catheter.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One 70cc2 cable was returned for product evaluation. The suspect cable was evaluated and tested per the cirrus cable test. It failed the test. There was an open connection identified. In addition, there was corrosion found on the pins of the blue connector. The reported issue was confirmed by evaluation in regard to the 70cc2 cable involved. The device service history record review of the 70cc2 cable was completed and all manufacturing inspections passed with no non conformance's. There is no evidence or indication that a manufacturing defect is responsible for the issue; therefore, no corrective action was taken. The vigilance ii monitor involved, submission 2015691-2019-00062, was evaluated and passed the functional testing. There was physical damage identified on the front case and damage to the display window. The swan ganz catheter involved, submission 2015691-2019-00026, was not returned to edwards for product evaluation. There are no evaluation results available. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make treatment decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. There was no patient compromise noted in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.